Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating there was an infection at the device site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the issue was resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial#: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2024, product type: extension, product ID: 3387s-40, lot#: (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 20-sep-2023, UDI#: (B)(4), product ID: 3387s-40, serial/lot #: (B)(6), ubd: 16-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the patient has been picking at the suture line. And caused an open wound/skin lesion with purulence. They were seen at a walk in clinic on (B)(6) 2024 and prescribed keflex. This did not result in any change in the drainage. Interventions included explant of the entire system. Laboratory testing resulted in a positive culture. There was some loose stringy material (similar to hair) over the burr hole cover. Etiology indicated, the relationship of the event to the device or therapy as possible.